Event description:
It was reported the patient experienced an unspecified adverse event during an ablation procedure. As a result, the patient experienced unspecified symptoms for an extended period. No further information is available at this time.

Manufacturer narrative:
The reported event could not be confirmed. The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.